Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were offline. A field service engineer (fse) inspected the cable connections and discovered a live network connection between the system communication sled and the customer's network switch. The fse removed the network cable, reconfigured it and rebooted the system, after which the station began communicating with the drawers. The fse then found that drawers 11 and 12 were still offline. Upon inspecting the cabinet, the fse noted that the light emitting diodes on the module controller for these drawers were off. The fse replaced and configured the module controller. The system was tested using both the tester application and the dispensing application, and everything functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to issue medication as drawers failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.